Event description:
The blue lumen of her double lumen apheresis line was accessed per policy, had good blood return with patient lying flat and flushed easily with 10ml ns (normal saline) and the dwell volume of heparin (1000 unit/ml/1.3ml) the red lumen of her apheresis catheter was noted to have air in it. Patient stated that air was observed in the line the week before also. She denies the cap coming off and any notable leakage. No cracks were visible in the line by the apheresis unit nurses or surgery team who came to consult when the air was discovered. Dressing removed by surgery team, heparin dwell removed, and line flushed with ns while general surgery resident, pa and rn watched for leaking. No leaks noted. Due to the unexplained recurrence of air in the line and the risk for harm, a plan was made for the central line to be removed in the or. The line was removed without complications but the line was not saved by the surgery team in the or so we were unable to sequester the line for examination by the company.